Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the 7700 system would not save images. No pt injury was reported.